Manufacturer narrative:
Report is for one (1) unknown pfna ii blade. Unknown if new pfna ii blade was utilized or original was implanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a proximal femur fracture surgery the helical blade did not go through the proximal femoral nail antirotation (pfna) ii nail. Another pfna ii nail was used to complete the surgery. The surgery was delayed by 20 minutes, no adverse events or outcomes were reported. This is report 2 of 2 for (B)(4).